Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient developed a rash, redness, inflammation, and pimples (bumps) underneath the sensor pod area only. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient consulted a physician at an urgent care clinic and was prescribed an oral antibiotic medication (cephalexin capsules, unspecified dosage three times per day). At the time of the follow up report, the patient mentioned the reaction symptoms had already started to subside after he took 3-4 antibiotic capsules. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).